Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. Technical services (ts) reviewed the data and confirmed that the power consumption was almost double the expected power. However, the right ventricular (rv) lead outputs are currently programmed high which can have significant impact on the longevity and power consumption. Additionally, it was reported that the right atrial (ra) lead exhibited low out of range impedance measurement, oversensing and noisy signals. Ts recommended further review of the crt-d system. At this time, the device remains in service. No adverse patient effects were reported.